Event description:
Per arnp's narrative, a (B)(6) y/o alert, ambulatory male with history of t2dm, using novolog 70/30 insulin flexpen. States formulary pen needles (32g, 4mm long), frequently bend under his skin. He is requesting a longer insulin pen needle. Demonstrates proper insulin injection technique. Used pen needle as directed for insulin injection. Dose or amount: 1 units, frequency: prn, route: sq. Dates of use: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.